Manufacturer narrative:
Approximate age of device: 8 days. The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that after implant the patient's chest was left opened and was closed the following day. After chest closure, a facial droop was noted. CT scan was negative at that time. On (B)(6) 2015 the patient had unspecified changes in hemodynamics and was taken for an emergency craniotomy. On (B)(6) 2015 it was reported that the patient is currently in a long term care facility, doing much better, but still requiring nasogastric tube feedings, assistance with ambulation, and is very weak on the left side. No further information is available.

Manufacturer narrative:
A full evaluation of the device was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient continued to experience a poor quality of life after the cerebrovascular accident. The patient's spouse and the patient decided to end support of the lvad. The patient expired on (B)(6) 2015.

Manufacturer narrative:
No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient expires on (B)(6) 2015. The cause of expiration was noted as "stopping of support". The patient had poor quality of life after experiencing the cerebral vascular accident. The wife and patient decided to end support of the lvad and the patient subsequently expired.